Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had unexpected restart and audio anomaly. Blood glucose was 300 mg/dl and corrected her high blood glucose as per her healthcare provider instructions. Customer reported continuous long beep out of her pump. Customer confirmed that beep was stopped for few minutes after changing the battery and then returned back. Customer removed the battery for longer time and place it again and currently the beep stopped. Customer reported unexpected restart after battery change. The insulin pump will not be returned for analysis.